Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/6/2024, it was reported by a sales representative via email that three ar-3636 knotless 1.8 fibertak shuttle sutures snapped. This occurred when converting the suture. The case was completed using an additional ar-3636 knotless 1.8 fibertak from a different lot number. This was discovered during a procedure on (B)(6) 2024. Additional information received on 9/12/2024: this was discovered during a slap tear repair procedure. Although the shuttle sutures for the three ar-3636 knotless fibertak snapped, the anchors were implanted. The case was delayed between ten to fifteen minutes; however, whether additional anesthesia was administered is unknown.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.